Event description:
MFR rec'd a call from a representative of user facility on 02/29/00. User facility called to report the following problem: message from pt: unit alarmed because of inspiratory time error after several hrs of ventilation. Message from home care provider: achieva does not ventilate correctly, expiration stays open.